Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, yellow particles in the gel and broken shell. A visual and microscopic analysis was performed which identified broken sharp, non-penetrating nick, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening.

Event description:
Patient reported being diagnosed with a "neurological disease," specifying "pituitary tumor. Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with a "neurological disease," specifying "pituitary tumor. Healthcare professional reported a right side rupture. Device has been explanted.